Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. A system check was started by tandem technical support, however, the customer declined to complete the check and resumed insulin delivery. The customer's blood glucose level was 341 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.